Event description:
On (B)(6) 2025, patient reported charging pad not charging ilet despite proper setup/troubleshooting (battery 35%). No indicator lights observed. Blood glucose not affected. No symptoms experienced during event and no medical intervention required. Agent arranged overnight replacement charger and suggested magsafe charger as temporary workaround.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.